Manufacturer narrative:
The technician replaced the casters and the supports due to cracks to repair the bed.

Event description:
Information received indicates neither the brake nor the steer is holding.